Manufacturer narrative:
Based on the information provided this is a patient with a complex medical / surgical history. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. However, based on the event as reported it is likely that the patient's pre-existing conditions complicated her postoperative course. No lot number has been provided; therefore no DHR review and related manufacturing process reviews could be performed. Extrusion is a known inherent risk of hernia repair surgery, and is listed in the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Remains implant.

Event description:
The following was reported to davol: on (B)(6) 2019 the patient, who has a complex surgical history which includes a colon resection and colostomy, underwent reversal of the colostomy. At this time the surgeon placed a phasix st mesh to aid in closure of the abdomen. As reported, the patients surgical wound has not fully healed since the procedure and the patient continues to have dressing changes and treatment provided by the wound clinic. Also reported, the surgeon has advised the patient that she is not a candidate to undergo additional surgical intervention to remove the mesh as the surgeon stated "there is nothing left to work with." As reported, the patient has had multiple abdominal surgeries and as stated, she "died on the table" during one of her previous procedures. As reported, there are pieces of the mesh protruding from the open area of the wound.